Manufacturer narrative:
The fse confirmed incomplete bsv rinsing of the probe and determined that the bsv solenoid (sol25) module was not firing all the time, which restricted the vacuum lines and caused the leak. The fse replaced the bsv module to resolve the leak and aspiration error messages. (B)(4).

Event description:
The customer reported obtaining aspiration error messages ("p" flags) when the controls were being run and a contained leak of approximately 0.5 milliliters from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of glasses, gloves and laboratory coat when the leak was discovered. There was no direct contact with the leak. No injury, erroneous results, or change in patient treatment was reported in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.